Manufacturer narrative:
Device not returned. No further details were provided. Information was learned through (B) (4) implant patient registry. The device will not be returned as it was discarded at hospital. No customer letter is requested. This was determined reportable to FDA per edwards lifesciences procedures. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformances.

Event description:
It was reported that the device was explanted at implant. The replacement device is unknown.